Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Button sticking on cap. Button was not stuck down during evaluation. Bearings noisy and vibrates. Bur bearing failed. Button has wear (groove) from contacting chuck pusher while running. Replaced turbine, cap, water valve, and hoses.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.